Event description:
It was reported that patient experienced pain and the implantable pulse generator was prominent at the pocket site. Patient stated they had not experienced any traumas or weight loss. A pocket revision was completed on (B)(6) 2019 and stimulation was turned on proving effective therapy post procedure. Patient was stable.